Event description:
During surgery the pt's cohb level was checked and found to be at a level of 30.5% (normal is around 8). The soda line canister on the anesthesia machine was changed and the level returned to normal. No adverse effects were noted. The anesthesia machine, it was discovered, had been left on prior to pt's arrival to the or for an undetermined amount of time.